Event description:
Laparoscopic total abdominal hysterectomy during surgery, dr was using the laparoscopic thunderbeat to dissect the uterus. The first thunderbeat that was opened at the beginning of surgery, it started malfunctioning (the tip came off) the instrument was taken off the sterile field and another thunderbeat was opened. The instrument tip was retrieved from patient's abdominal cavity. The malfunctioning of the thunderbeat happened three times during surgery. The thunderbeat reference numbers are as follow: tb- 0535fcs, lot # kr222846 tb-0535fcs, lot # kr222846 tb-0535fcs, lot # kr216056 all the tips of the above instruments came off and all tips were retrieved from the patient's abdomen cavity by the surgeon. All malfunctioning instruments were retrieved from the sterile field and placed in the original packages and given to the chart nurse for further evaluation. FDA safety report ID# (B)(4).